Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that a warming pad beneath patient was very slippery. It was alleged that the pad slipped off of the bed and patient almost slipped off of the bed with the pad.

Manufacturer narrative:
This event was reported through user facility report number (B)(4).

Event description:
It was alleged that a warming pad beneath patient was very slippery. It was alleged that the pad slipped off of the bed and patient almost slipped off of the bed with the pad.

Manufacturer narrative:
It was reported that a "warming pad beneath the patient was very slippery". It was alleged that the pad slipped off of the or bed and patient almost slipped off of the bed with the pad". It was identified that the customer had click-tite full length pads. The clear plastic side was slippery and they had patients sliding around the or tables. There were no reported injuries. The issue was resolved for the customer by switching to the colder style pads which have the green fabric on both sides and do not slide. The customer had a newer or mattresses. The mattresses are not stryker products. There was no moisture on the mattress that could have contributed to the event.

Event description:
It was alleged that a warming pad beneath patient was very slippery. It was alleged that the pad slipped off of the bed and patient almost slipped off of the bed with the pad.